Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device delivered morphine hydrochloride with saline in a faster than expected time during patient use. The expected infusion time and total fill volume is unknown but the device infused 20ml in 24 hours. The device was connected to a catheter and the temperature was 31 degrees, celsius. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
Upon withdrawal of a revolution ivus catheter through a 6fr heartrail guide catheter, the guide wire exit port of the ivus catheter became stuck and broken as the catheter was pulled into the distal end of the guiding catheter. The ivus catheter and guiding catheter were withdrawn together as a single unit from the pt. Use of the damaged ivus catheter was discontinued and a second revolution ivus catheter was used, functioned as intended, and completed the ivus procedure. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a basal/bolus infusor device which overinfused was not confirmed nor duplicated during product evaluation. A visual test was performed with no signs of abnormality found. A performance test was also performed, finding the flow rate to be within the specified range. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.